Manufacturer narrative:
As reported, the patient experienced genital nerve damage, skin problems and sustained constant pain post-implant of bard mesh (bard flat mesh). Additional information has been requested. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the information available at this time, no conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported per (B)(6) ref: (B)(4): the following adverse event was reported post-implant of an unspecified bard/davol mesh (bard flat mesh): as reported per consumer: "the device was going rock hard in the groin and was causing many symptoms. Permanent genital nerve damage, skin problems, constant pain etc." As reported, the hernia mesh is still in the groin and has caused a minor injury from (B)(6) 2018.